Event description:
It was reported to philips that x-ray was not working on the allura device. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis treatment and it was completed as planned by some work around. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not working. Review the log files confirmed the reported malfunction. This issue had occurred before in a previous case ID and it was resolved by replacing the sib box. The fse checked and found that the actual cause of the issue was due to arcing inside the hivo (high voltage) transformer. The fse performed the system troubleshooting and checked the hv cable and tank. Later, the fse replaced the hivo tank (high voltage transformer) to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.